Manufacturer narrative:
Examination of the returned instruments confirmed the complaint; the threaded tip of the slaphammer broke off inside the threaded hole of the inserter. The root cause of the two instruments getting stuck together is unknown; the threaded tip of the slaphammer is still stuck inside the hole of the inserter. The root cause of the tip breakage is due to torsional overload. A search of the complaint database found no additional reports for the slaphammer getting stuck inside the inserter for both part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon was attempting to removed a very well fixed trilock stem with the threaded impactor and the slap hammer. After removing the stem, the surgeon was attempting to unthread the impactor from the slap hammer but was unable to do so. He took 2 vise grips and attempted to unthread them again, and the threaded portion of the slap hammer broke off in the impactor handle (no where near the patient).